Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had critical pump error. Customer's blood glucose value was 105 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm noted during testing. No moisture damage found.